Manufacturer narrative:
There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of stenosis, as listed in the absorb gt1 instructions for use (IFU), is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. Additionally, additional therapy/non-surgical treatment and hospitalization appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Patient ID: (B)(6). It was reported that this was a procedure performed on (B)(6) 2017, treating a target lesion in the proximal circumflex (cx) artery. A 3.5 x 18 mm absorb gt1 bioresorbable vascular scaffold (bvs) was implanted. On (B)(6) 2021, in-scaffold restenosis was noted in the implanted absorb gt1 bvs. The patient was re-hospitalized and a revascularization procedure was performed. The event resolved on (B)(6) 2021. No additional information was provided.